Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing planned/non-emergency treatment, which was completed as planned by using a mobile c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed the image disk was full. Upon troubleshooting, fse checked the pc and found it was unable to read the image disk one, due to a defective image disk one in the ippc. To resolve the issue, fse replaced the image disk and formatted the hard disk. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.